Event description:
Police responded to a person in cardiac arrest, downtime unk. The device was powered on and the defib pads attached to the pt. The device analyzed the pt rhythm's and charged but, according to the reporter, the device did not deliver energy to the pt. The device then analyzed the pt's rhythm and again charged but again, according to the reporter, it did not shock the pt. Subsequent analyses of the pt's rhythm by the device determined it was not shockable. Emt's arrived approx 2 mins later with a manual defibrillator and took command of the pt. The pt was not resuscitated. A clinical evaluation of the pt event record of the reported incident downloaded from the device indicated that the pt had a very low probability of survival and that use of the device did not cause or contribute to the pt's death.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not deliver energy to a defibrillator tester. Physio-control opened the case and observed a disconnection at plug, designator p19, from the storage capacitor wire harness assembly, designator w06, to the jack, designator j19 on the main pcba. Re-connected the wire harness was replaced and the plug re-connected and then the device was observed to operate properly. A search of service history showed that the device had not been previously opened. The wire harness was replaced and the device returned to the customer for use.